Event description:
The hosp reported that the hemopro2 adaptor was loose and wouldn't stay in place. No physician or actual case.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).